Manufacturer narrative:
Device passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. The button event file was overwritten. Unable to verify if bolus was manually entered by customer. Multiple displayable history crc check failed on startup alarms noted due to corrupted history file. No unexpected bolus delivery on its own noted during testing. Device received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had delivered 2 bolus amounts that were not programmed, therefore causing the customer¿s blood glucose to go low. The customer's blood glucose during the incident was unknown. They had contacted their health care professional and was advised to call us. Troubleshooting was performed. The insulin pump¿s settings were all correct based on the customer¿s knowledge. It was confirmed that a bolus of 25 units was delivered. They were advised to upload the insulin pump to carelink. There was no clear indication that the issue was resolved. The insulin pump will not be returned for analysis.